Event description:
Complainant alleged that while attempting to defibrillate a 51-year-old male patient, the device internally dumped the energy after charging up to defibrillate the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, d4 primary UDI # updated (justification for no UDI: UDI info: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided). Evaluation results: zoll medical corporation evaluated the device and the device performed to specification. Review of the device log showed the device initially advised a shock but changed the analysis by the time the device charged. This is normal operation of the device, defined as a non-committal shock. The shock advised was a non-committal shock advised that by design can change the shock determination based on changes in the patient's waveform/rhythm. Review of the device log confirms that the g5 analyzed, initially advised a shock to the user after five seconds, and within seven seconds audibly prompted to the user 'no shock advised.' Review of the log file with zoll's clinical team found that the patient's rhythm changed from a shockable rhythm to a non-shockable rhythm during those seven seconds. It's noteworthy to mention, the g5 user guide defines a non-committed shock as 'the patient's rhythm changes to a non-shockable rhythm before the actual shock is delivered, the AED cancels the shock.' The typical time for ECG rhythm analysis to recommend a shock is approximately 15 seconds, but the device can analyze for a maximum of 45 seconds. The device worked as designed and within the limitations of the technology available. Analysis of reports of this type has not identified an increase in trend.